Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the oncology care area. The over infusion occurred while delivering a blood transfusion. The pump was programmed to deliver 300 ml at a rate of 175 ml/hour. It was reported that the bag was empty when there should have been about 125 ml of medication remaining. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.